Manufacturer narrative:
Should this device get returned, it would be analyzed and this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was in storage mode. The monitoring voltage was 2.18. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.